Manufacturer narrative:
Citation: lópez-aguilera, j. Md et al. Effect of new-onset left bundle branch block after transcatheter aortic valve implantation (corevalve) on mortality, frequency of re-hospitalization, and need for pacemaker. American journal of cardiology (2016). Nov 1;118(9):1380-1385; epub 2016 aug 12 doi 10.1016/j.amjcard.2016.07.057 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the effect of new-onset left bundle branch block (lbbb) after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2008 and 2014. The study population included 220 patients, which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female. Among all patients adverse events included: myocardial infarction (mi), arrhythmia, left bundle branch block (lbbb), complete heart block (chb), sinus node dysfunction and subsequent syncope, first degree heart block, and bifascicular block. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected the event date. If information is provided in the future, a supplemental report will be issued.